Event description:
It was reported that functional issues are not working properly and not getting any peep. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals intact. The device was received in with a cracked battery cover; arrow disk was missing on the relief alarm pressure control knob; the front panel was cracked and bent; the input manifold assembly was loose on the bottom chassis and the manometer needle was out of specification. The customer reported problem was verified/duplicated. The peep (positive end-expiratory pressure) control cartridge was found faulty, which was also found to be what caused the device not to operate properly. The device was old with signs of impact damage. For corrective action, the peep cartridge was replaced. The root cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).